Event description:
It was reported that a post-operative chest x-ray revealed that there was a right ventricular (rv) lead dislodgement. This was confirmed via testing with a programmer. It was also reported that there was no capture and decreasing r-waves. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).